Event description:
It was reported there was an error message. The programmer was taken out of the clinic and the company representative was able to interrogate a pacemaker and an ICD (implantable cardioverter defibrillator) without issue. It is indicated that the error was a "lem" (link electronics module) printed circuit board error. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to reproduce errors, however recent errors were found in the programmer error log. Analysis found the latch tabs on power cord bay door are broken and the keyboard latch is broken off. Concomitant product: 229047 analyzer. (B)(4).